Event description:
Associated medwatch-reports:9610612-2020-00588 ((B)(4) + fo518r);9610612-2020-00590 ((B)(4) + fo518r).

Manufacturer narrative:
Investigation results: investigation of the devices was carried out visually. The provided rongeur are used, screws are loosened and stains and residues can be found on the surfaces. Rongeur #1: a screw is missing. The screw slots show signs od use. The working ends are heavily damaged. Rongeur #2: the screws are loosened. The screw slots show signs od use. The working ends are heavily damaged. The device quality and manufacturing history records (DHR) have been checked for the two available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers with this error pattern. This type of screw connection is state of the art, but a loosening of the screw connection can never be excluded. Therefore, instruments must be inspected for loose, bent, broken, cracked, worn, or fractured components prior to use, as mentioned in the IFU. The damaged working end were most likely caused by overload situations due to improper usage, e.g. Cutting hard objects, like wire or something similar. Based on the DHR check we exclude a manufacturing related error. The root cause of the failure is most probably usage-related. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a bone rongeur. According to the complaint description a screw was left in patient during surgery. During post-operative inspection it was discovered that a screw from bone rongeur was left inside the patient. The screw is approx.7mm x2mm large. It has been decided not to operate it out, due to the risk of major complications and infections. A fragement remained in situ. The adverse event is filed under aag reference 400483240 and 400486192. Associated medwatch-reports: 9610612-2020-00588 (400486192 + fo518r), 9610612-2020-00590 (400483240 + fo518r).